Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) on the patient side cart after confirming the issue. After replacing the suj, the fse confirmed that the reported event was no longer occurring. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system had a recoverable error 32101. The error was not recovered by restarting the system. This error occurred while pressing the universal surgical manipulator (usm) instrument clutch, and the error could be recovered, but it reoccurred when the instrument clutch was pressed again, and it was not resolved even after restarting the system. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and the customer confirmed that the arm was moving. When the reported event occurred, the surgical procedure had been in progress for 30 to 40 minutes. The surgical procedure was converted due to a non-recoverable error occurring on the usm1. There was no patient injury. The troubleshooting was performed with technical support, but the reported event was not resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set-up joint (suj) involved with this complaint and completed the device evaluation. The report of non-recoverable error code 32101 was confirmed through review of the site¿s system logs. The suj was tested and passed the testing specification. No issue was reproduced. As part of service, parts on the suj were proactively replaced. Following this, the suj was further tested verified as ready for use.